Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft systems were implanted in an unknown number of patients for the endovascular treatment of abdominal aortic aneurysms. It was reported that after implant, some of the patients experienced limb occlusions. As per the physician, the causes of the events are unknown. No additional clinical sequelae were reported.